Event description:
The customer observed a false positive architect total b-hcg result for a patient sample that tested negative with other platforms. The following data was provided: architect b-hcg: 168.52 miu/ml, repeat result: 168.62 miu/ml / architect b-hcg (after replacing reagent kit (different lot number): 142.41 miu/ml. Roche hcg platform: negative. Colloidal gold strip result: negative. The clinical physician reported the abbott result and the patient¿s clinical presentation were inconsistent. The customer performed b-hcg testing with a heterophilic blocking tube (hbt) to rule out any interference from heterophilic antibodies. The result was 51.14 miu/ml. The decreased result indicates that there is heterophilic interference associated with the sample, but interpretation of result is still positive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A review of the tracking and trending was performed and did not identify any related trends for the complaint issue. Field data was reviewed. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Median values (for the negative population) for the complaint lot 31141ud02 are within the established limits. As review of applicable field data suggests that the performance is acceptable. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot was performing acceptably. The device history record was reviewed and did not identify any non-conformances or deviations associated with lot 31141ud02 and the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect total b-hcg reagent lot 31141ud02 was identified.updated: d4 - catalog no: initial: 07k78-35 /updated to: 07k78-74. D4 - lot no: initial: 31031ud00 / updated to: 31141ud02. D4 - expiration date: initial: 7/21/2022 / updated to: 8/18/2022. H4 - device mfg date: initial: 8/1/2021 / updated to: 9/6/2021. D3 - email: initial: (B)(4). G3 - email: updated with new contact info: (B)(4).